Event description:
It was reported that there was a connection issue between a titanium adapter and transfer set. The titanium adapter disconnected from the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. The titanium adapter and transfer set were replace. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the actual device and a photograph of the sample was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The photograph was reviewed and showed a titanium sleeve wrapped in plastic. A functional or leak test could not be performed as the titanium adaptor was not returned with the titanium sleeve. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: it was reported that there was a connection issue between a titanium adapter and transfer set. The titanium adapter disconnected from the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. The titanium adapter was disinfected (previously reported as replaced) and re-installed and the transfer set was replaced. Three days later the titanium adapter disconnected from the transfer set again. The titanium adapter and transfer were both replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H11: should additional relevant information become available, a supplemental report will be submitted.